Event description:
The biomedical engineer reported that the central nurse's station (cns) was shut off, and some of the devices were coming up with communication loss. The customer stated that during the call the devices started to repopulate with the information. The customer stated that it took longer for the devices to show up after the cns was reset, but eventually all the units came back. Nihon kohden technical support (tech support) stayed on the phone with customer until all devices started showing up and sending information to the cns. The customer confirmed all units were present and all data is now being received with no other messages shown. Qa has inquired how the cns shut off as it was unclear whether the device was turned off or if it shutdown by itself. Qa also inquired about the concomitant device information, but the customer has been unresponsive to all inquiries. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was shut off, and some of the devices were coming up with communication loss. The customer stated that during the call the devices started to repopulate with the information. The customer stated that it took longer for the devices to show up after the cns was reset, but eventually all the units came back. Nihon kohden technical support (tech support) stayed on the phone with customer until all devices started showing up and sending information to the cns. The customer confirmed all units were present and all data is now being received with no other messages shown. Qa has inquired how the cns shut off as it was unclear whether the device was turned off or if it shutdown by itself. Qa also inquired about the concomitant device information, but the customer has been unresponsive to all inquiries. No patient harm was reported. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided for the other devices monitored on the cns. The customer only provided one of the devices being monitored on the cns.bedside monitormodel: bsm-6701asn: (B)(4)